Manufacturer narrative:
The case description states that with the new software update, the user needs to press the decimal point twice, in order for it to be typed in and they recently went to administer .5 u but the decimal point did not register when they were typing and they dosed 5u. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the engineering log files does not show any 5u boluses since the update to v1.2.1 which occurred on (B)(6) 2023. The audit log files show occurrence of two different 5u boluses delivered on (B)(6) 2023 and (B)(6) 2023. The engineering logs from these boluses were overwritten due to continued use of the system. The audit logs show that the buttons to use cgm and confirm the bolus were pressed to deliver each of the 5u boluses but without the engineering logs it could not be conclusively determined how the user interacted with the controller to program these boluses. Inspection of the available engineering log files do not show any boluses that the user delivered that relate to a potential over delivery of insulin due to this issue. A software defect has been identified since the release of op5 app software version 1.1. This defect has introduced an error in the bolus calculator where the entry of a decimal separator (period/comma) is not recognized by the device in a defined sequence of events. This may lead to an over-delivery of insulin to the user if the user does not recognize the error on the bolus calculator screen or the confirmation screen prior to starting the bolus. The complaint reported issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:res number 93511.

Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient noticed the decimal point needed to be pressed twice in order for the information to be typed in. The patient gave an example of attempting to type in, ".5 u", but the decimal point did not register and the system dosed 5 units instead. The patient was able to see the amount when it was being delivered and was able to address the insulin by eating something. No injuries or medical intervention was required due to the malfunction.